Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient encountered high blood pressure, sense of suppression in the chest, palpitation and atrial fibrillation. Patient was hospitalized and the condition was stable after medication treatment. The electrocardiogram showed patient¿s heart rate sometimes decreased to 40-50 times per minute and physician believed that the implantable pulse generator (ipg) was not working normally. The ipg remains in use, and no patient complications have been reported as a result of this event.